Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jul-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that patient list was not showing due to database storage. A technical support service shrunk the database from 8 gb to 6 gb to resolve the issue. The system functioned as intended after the technical support service troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es patients list were not showing. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.